Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that while prepping the 3.5 x 8 mm promus rx, the stent came off the balloon. No add'l event or pt info is available. You are receiving this MDR from abbott vascular because boston scientific corp distributes promus as its own brand labelling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results: product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Eval summary: qa analysis revealed that the stent delivery sys (sds) was returned with no blood or contrast visible. The stent implant was loose on the balloon and not between the markers. There was no other damage to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements did not meet mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that while prepping the rx promus stent sds the stent implant came off the balloon. The sds was returned without any visible blood or contrast, which is consistent with the device not being used. The stent implant was loose on the balloon and not between the markers, confirming the reported stent dislodgement. There was no damage noted to the stent. The balloon was tightly folded, indicating that the balloon had not been inflated. Stent retention (dislodgement) during preparation can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal or handling of the stent during preparation for use. To help ensure this type of event is not the result of mfg issue, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are also inspected for stent placement, crimped stent outer diameter, and stent damage. During analysis of the returned device, the stent outer diameter dimension was outside of the accepted MFR spec, however, because stent outer diameter is verified 100% at the time of MFR and units in this lot were all within the required spec, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. In addition, all online testing for the lot in question met stent implant security criteria, which would indicate the unit had an adequate crimp. The mfg records for this device were reviewed and there were no non-conformances issued for the lot that could have contributed to this complaint. There is no indication of a prod qual issue; however, a conclusive root cause for the reported stent dislodgement could not be determined. This MDR is considered closed by the product performance group.